Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. The cylinders and reservoir performed within specifications. There was a leak in the pump at the cylinder tube krt and pump strain relief junction that was the result of fatigue. The pump was not functionally tested due to the leak. No DHR, labeling review, ship history, or risk review required per cis product investigation wi, (B)(4). An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)). If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.